Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), rotated heart and thin posterior leaflet for a mitraclip procedure. During the procedure, an attempt was made to deploy mitraclip. Post deployment, a single leaflet device attachment(slda) occurred from posterior leaflet. Additional mitraclip was deployed for stabilization and reduction of mr to grade 3. As per the physician, slda was due to patient's pre-existing anatomy. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation appears to be related to challenging patient anatomy (fragile posterior leaflet). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.